Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server users were experiencing a new issue when pulling out medications, previously pulled items were at the override option and were no longer using the inventory count. The customer informed that after an update, the medication details were disappearing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device model. Upon investigation of the incident, customer stated that after the recent update the medications were not showing up. A technical support specialist (tss) mailed the customer to provide visit identifier or order identifier to investigate the failure. As there was no response from the customer, tss closed the case. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ es server users were experiencing a new issue when pulling out medications, previously pulled items were at the override option and were no longer using the inventory count. The customer informed that after an update, the medication details were disappearing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.